Event description:
The lantis rois failed on several occasions to electronically record all or part of pt treatment. This is an intermittent issue of unk case. The system operates 6 linear accelerators at 3 clinical sites and the problem has occurred on several of the accelerators. Lantis sends an alert message to the operator when this occurs so the operator knows to manually record the treatment. This ultimately has the potential to human error or pt overdose. The (B)(6) continues to work with siemens to resolve this issue. Siemens' current proposed solution is to rebuild the entire database. Event date: (B)(6) 2009 - (B)(6) 2011.